Event description:
The customer reported that the up/down button on column is not woeking properly. No pt injury was reported.

Manufacturer narrative:
The ge service rep replaced power supply and reseated the down button plug. He tested the unit and found system to be functioning as intended.